Event description:
The surgeon removed the patient's sense lead in (B)(6) due to infection. The ipg and stimulation lead both also became infected and the surgeon removed both on (B)(6) 2020.

Event description:
Patient went to the hospital complaining of pain at sense lead site. Hospital suspected infection and surgeon opened the site, diagnosed a (B)(6) infection, and treated by removing fluids and packing the site. Revision surgery is scheduled.